Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that he did not find any errors in the diagnostic logs reflecting any failure. However, while performing the repair (which included preventative maintenance) the fse found that the fiber optic failed. The fse noted saline residue on outside of the equipment. He replaced and verified operation of the fiber optic module. The fiber optic module passed the test. The fse performed a full pm with all functional and safety checks as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented an a..p. Optical sensing module failure alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.